Manufacturer narrative:
Device evaluated by manufacturer: the distal tip is broken. The device was broken into 3 pieces. Two separate pieces were returned: from proximal end to broken section 320.5 cm (first piece) and from broken to distal end including the spring tip 7.2cm (third piece). There are 2,3 cm of the body missing ( second piece) which was not returned for analysis. Overall should be 330 cm. Outer diameter (od) of distal tip, middle of the device and proximal section of the device are within specifications.

Event description:
It was reported that a rotawire fracture occurred.. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A rotablator burr and a 330cm rotawire were selected for use. During procedure, it was noted that the rotawire fractured and was then retrieved from the patient's body by entangling it with 0.014 guidewire and the burr was simply pulled out. There were no device fragments left inside the patient's body. It was stated that the burr did not come in contact with the rotawire's spring tip however, it may have came into contact with the bifurcation carina section as the bifurcation was a steep angle. The procedure was completed with another of the same device. No patient complications reported and patient's condition is good.

Event description:
It was reported that a rotawire fracture occurred.. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A rotablator burr and a 330cm rotawire were selected for use. During procedure, it was noted that the rotawire fractured and was then retrieved from the patient's body by entangling it with 0.014 guidewire and the burr was simply pulled out. There were no device fragments left inside the patient's body. It was stated that the burr did not come in contact with the rotawire's spring tip; however, it may have came into contact with the bifurcation carina section as the bifurcation was a steep angle. The procedure was completed with another of the same device. No patient complications reported and patient's condition is good.